Event description:
During a lap cholecystectomy procedure, the device grasped the gallbadder ok and then upon the ratchet being released, the ratchet broke and the handle split down the seam. No patient consequence. One device returning.